Event description:
Philips received a complaint on the v60 ventilator indicating that their touchscreen was inoperable. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue and requested replacement part information. The rse provided the customer with the part information for the user interface (ui) printed circuit board assembly (pcba) and the touchscreen. The customer informed the rse that they intended to replace the touchscreen and requested support on how to go about the removal of other parts to service the touchscreen. The rse provided the customer with instructions and the manual (revision t) for reference. The customer contacted the rse following the touchscreen replacement and for further remote service. The rse advised the customer on the instructions to complete a touchscreen calibration. The customer biomedical engineer (bme) stated that the device passed the touchscreen calibration and then tested the touchscreen diagnostics. The customer bme informed the rse that the device touchscreen was responding correctly following the replacement and calibration. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.